Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 400 mg/dl and experienced extreme thirst and urination, confusion, and unspecified ketone levels. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy with the replacement pump, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was accurately calculating recommended boluses; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged health event was attributed to an alleged inaccurate delivery issue of unknown cause.